Manufacturer narrative:
The probable root cause of this issue is attributed to voltage/current related electrical and fiberoptic issues on the erbe integrated electrosurgical unit (iesu).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, monopolar energy was not working and error c-34 was present on the integrated electrosurgical unit (iesu). The customer replaced the instrument, energy cable and restarted both the iesu and vision side cart (vsc), but the issue was not resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended locating a backup generator or another vsc. The customer removed the iesu from another vsc and used it. The procedure was completing as planned with no reported injury. Isi followed up with the customer and obtained the following additional information: system functionality was checked upon powering on the system, and it initially powered on without errors. The case could be completed robotically using the backup generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready to use. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with this complaint and completed investigations. Upon visual inspection there were no issues found that would be related to the reported event. The generator was tested using system, and on startup unit displayed error c-34.

Event description:
Refer to h11 for follow-up information.